Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon ruptured occurred. The 99% stenosed target lesion was located in a shunt in the moderately calcified and moderately tortuous unspecified vessel. A 5.0mmx20mmx40cm sterling¿ balloon catheter was advanced for dilatation. However, on the first inflation at 6 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a sterling balloon catheter. There was blood in the inflation lumen and balloon. The balloon was loosely folded. Microscopic examination of the balloon revealed a 9mm longitudinal tear in on the distal end of the balloon. Microscopic examination presented no irregularities in the balloon material or the ro markers that could have contributed to the damage. Microscopic examination inspection presented no damage or irregularities in the shaft of the device and the bonds. Inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon ruptured occurred. The 99% stenosed target lesion was located in a shunt in the moderately calcified and moderately tortuous unspecified vessel. A 5.0mmx20mmx40cm sterling balloon catheter was advanced for dilatation. However, on the first inflation at 6 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.